Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014, at 00:39:29. During night drain cycle four, the patient's ultrafiltration reading was 4603ml, indicating the home patient drained 4603ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be an insufficient drain from one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.